Event description:
A 1mm x 2mm tip of arthrocare wand broke off in patient during hip procedure. Physician attempted to retrieve but unable to visualize. Given small fragment, though not likely to cause harm. Manufacturer response for electrosurgery ablation wand, ambient hip vac 50 ifs (per site reporter) no answer to date.